Event description:
The customer reported that a flame was noticed by the surgical staff during the procedure. The flame was immediately extinguished and there was no injury to pt or surgical staff. The flame emitted from an unk type of hand-activated electrosurgical pencil. The unit was checked out at the site as was found to function normally and within specification.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the device eval is complete a f/u report will be submitted.